Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient was experiencing ineffective therapy due to high impedances found on the l1 lead. As a result, surgical intervention was undertaken wherein the l1 lead was explanted and replaced and an additional lead was placed at l1. Issue resolved.